Event description:
It was reported that an occlusion alarm occurred, and technical support was unable to verify the alarm number in the pump's history. There was no adverse impact on the customer's blood glucose level. The customer was advised to replace supplies and resume insulin therapy, with the recommendation to call back if issues persist.